Event description:
When the stent was removed from the package and hooked to the syringe, saline was observed to be coming out of the hub. It was in a pinhole type fashion. A second device of the same size used instead and the same thing happened. All of the packaging and the devices will be returned for eval. The devices are stored in a pixus unit in a storage facility. There was no damage to any of the packaging. Neither device was used in the pt. A competitor's product was used to complete the procedure.

Manufacturer narrative:
This represents notification of two products with the same catalog and lot numbers that were associated with the same event. The devices were returned for testing and evaluation, but the engineering report has not been completed as of this writing. Additional info rec'd will be submitted within 30 days upon receipt.